Manufacturer narrative:
A complete lead was returned in one piece with a stylet inserted. The reported event for the inability to extend and retract the helix was confirmed due to the helix being clogged with dried blood. After cleaning, the helix could extend and retract by applying torque to the connector pin. The helix extension length was measured to be within product specification. No other anomalies found. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for a follow-up after a complaint of pocket stimulation at the device site. The atrial lead was found to be dislodged. A high capture threshold and a decrease in sensitivity were also noted. The helix of the atrial lead would retract into the lead, but unable to extend. As such, the lead was explanted and replaced. The patient was stable and recovering.